Event description:
Atrial pacing failure was confirmed on the electrocardiogram monitor, and when checked on the x-ray, the atrial lead was dislodged. Lead was explanted and replacement surgery was performed on (B)(6).

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.